Event description:
Boston scientific received information that the clinician stated the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms. Review of the daily measurements noted that the shock impedance measurement has been stable and within range except for the one measurement. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as a possible reason and advised to discuss this with the patient. The field representative is attempting to obtain additional information. No adverse patient effects were reported.

Event description:
Additional information was received that the clinic opted to not bring the patient in and will continue to monitor through the remote home monitoring system. The patient will be scheduled for an in office check. They were unable to identify a possible emi source and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).